Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No display anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent button response due to flattened act button dome switch. Keypad connector was fully locked. Pump had cracked case at display window corner.

Event description:
It was reported that customer experienced display anomaly even after battery change. Customer's blood glucose was not given, but it was reported that it was high. Insulin pump would be replaced.